Manufacturer narrative:
Event date is unknown, the first date of the aware date month was used. Initial reporter city: (B)(4).

Event description:
It was reported that the patient experienced urethral erosion at the cuff site of his artificial urinary sphincter (aus). The device has lost fluid and the cuff is not functioning as intended. A surgical procedure was performed to remove the double cuff. The patient is recovering.